Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy using multiple daily injections while waiting for a replacement pump. Technical support confirmed the shipping address and sent the customer a replacement pump, provided instructions on returning the malfunctioning pump, and ensured the customer understood the steps needed upon receiving the new pump.